Manufacturer narrative:
Additional information: the patient was admitted to the hospital with stemi. The lesion was non-tortuous with 80% stenosis. It was not difficult to remove the protective sheath or the packaging stylette. A 50-50 concentration of contrast/saline was used. A compliant balloon was first used with no issues noted. The device did pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. The balloon failed to deflate. One inflation was performed prior to the deflation difficulties at 12 atm. No inflation difficulties were noted. The device was not moved or repositioned while inflated. There was no injury to the patient as a result of the balloon blocking flow, and no intervention was needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. Stretching was evident to the distal shaft and inner member. Necking was evident to the proximal balloon bond and inner member. The balloon folds returned expanded. The distal marker band had moved position to the mid balloon position possible due to the stretching of the inner member. No deformation was evident to the distal tip. Deflation testing could not be carried due to the condition of the device. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a non-calcified, soft lesion located in the right coronary artery (rca). The procedure was for an st segment elevation myocardial infarction (stemi). The device was inspected with no issues. Negative prep was performed with no issues noted. The balloon was being used to post dilate a stent. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site. The nc euphora was blocking flow in the artery. The device was taken to the guide and then everything was pulled out of the artery together. Intravascular ultrasound (ivus) was used, and the stent was post dilated with another 4.5x12mm nc euphora balloon to 12 atm. The patient is alive with no further injury and is unharmed.